Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was investigated at the manufacturer's quality assurance laboratory and the malfunction was confirmed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.